Event description:
The hcp reported twice in the past 4 months that there had been a large reservoir volume discrepancy (exact volumes not reported) with the pump. The patient was experiencing increased pain. He attempted a roller study, but was unable to aspirate or inject at the side port. He has scheduled surgery to replace the catheter. The pump contained hydromorphone and bupivicaine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.